Manufacturer narrative:
Eval results: an injector lot number search was performed and three similar complaints found. A cartridge lot number search was performed and one similar complaint found.

Event description:
The reporter stated the surgeon attempted to insert a competitor's lens, but the foam tip plunger overrode and tore the haptic. There was no patient contact. The surgeon felt the likely cause to the lens damage was due to the foam tip plunger.